Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated that when asked for the cause it was noted there was no documentationthat the catheter migrated. The event was noted as ongoing as of (B)(6) 2017. The patient's baseline weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant components include : product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (2.0 mg/ml at 1.0991 mg/day), bupivacaine (30.0 mg/ml at 16.486 mg/day), compounded baclofen (150.0 mcg/ml at 82.43 mcg/day), and droperidol (300.0 mcg/ml at 164.86 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient reported excellent upper back pain control, but uncontrolled lower back and lower extremity pain on (B)(6) 2017. The healthcare provider attributed this to catheter placement at c2. The plan was to revise the catheter. It was indicated the event was related to the device or therapy and not related to implant procedure. On (B)(6) 2017, it was noted the revision was delayed secondary to hospitalization which was not related to the device, therapy, or implant procedure. No actions were taken and the issue was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to uncontrolled pain. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8781, serial#: (B)(4) implanted: (B)(6) 2017, product type catheter UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2018. It was noted that the catheter was repositioned from c2 to t4 on (B)(6) 2018. The pump was reprogrammed on (B)(6) 2018. No further complications were reported/anticipated.